Manufacturer narrative:
H6: investigation summary: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported receiving false positive results on evp nov. Field service was dispatched. Field service replaced the stepper motor on reader b, normalized reader a, and clean both reader. Instrument was returned to customer functional. No parts were returned to bd for investigation. Complaint was confirmed. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter "since new kit have found probably false positives.

Manufacturer narrative:
The following fields have been updated with corrections: b.5. Event description: it was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter "since new kit have found probably false positives." D.1. Device brand name: bd max¿ system, bd max¿ instrument. D.2. Product code: ooi; common device name: instrumentation for clinical multiplex test systems. D.3. Device manufacturer: becton, dickinson & co. (Sparks). D.4. Device catalog number: 441916; device serial number: (B)(6) .

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument ¿false positive results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "since new kit have found probably false positives."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max enteric viral panel false positive results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter "since new kit have found probably false positives."